Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an exploratory laparotomy procedure on unknown date and suture was used. The sutures were used to close a long midline incision. The sutures were initiated at the apex of the incision and had overlap in the middle of the incision. The patient returned within a week with a wound dehiscence. The patient was readmitted and the wound was closed according to standard of care. Upon reoperation the surgeon commented that the suture appeared ruptured or broken. Additional information has been requested.